Event description:
It was reported that this pacemaker had two stored non-sustained ventricular episodes. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel consistent with electromagnetic interference (emi) present. There was oversensing with about 2.5 seconds of pacing inhibition. There was no asystole as the patient's natural conduction was maintained. Two other episodes with emi noise were also found with oversensing. All other diagnostics and lead measurements were within normal range. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker had two stored non-sustained ventricular episodes. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel consistent with electromagnetic interference (emi) present. There was oversensing with about 2.5 seconds of pacing inhibition. There was no asystole as the patient's natural conduction was maintained. Two other episodes with emi noise were also found with oversensing. All other diagnostics and lead measurements were within normal range. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker remains in service. Later, this pacemaker was explanted at the discretion of the physician after over nine years of service. A new pacemaker was successfully placed. No adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.